Manufacturer narrative:
Device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Labeling review: the labeling review was performed and passed. Device history review (DHR): it was confirmed that this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations that could have contributed to the reported event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of 'adverse event related to patient condition'. This code was selected as the most probable complaint cause based on the information available. Based on the event description, it is most likely an interaction occurred between the balloon and the patient challenging anatomy that caused/contributed to the reported event. The patient anatomy was moderately tortuous and severely calcified artery, which likely led to the balloon burst.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and severely calcified coronary artery. A 2.25mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during first inflation at 12 atmospheres, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications. Patient was in good condition.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and severely calcified coronary artery. A 2.25mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during first inflation at 12 atmospheres, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications. Patient was in good condition.